Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, around 2 weeks after two dental implants were installed in intraoral regions #19 and #18, their non- osseointegration was observed. Thes implants were installed without immediately load and the patient presented bone type I.